Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
Customer's sister reported the lancet protruded beyond the end cap of the softclix device. She stated after this occurred, the device fell on the floor and broke. She also reported the lancet was not properly seated, but it is unknown if this was before or after it was dropped. No adverse event was reported. The alleged product was discarded and will not be returned for evaluation.